Event description:
It was reported that the stenoscop system had a problem with proper output tracking. System tracked to twice the typical output value. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The hospital biomedical engineering staff had ordered a collimator circuit board in an attempt to remedy the malfunction. The replacement of the circuit board bad no effect on the malfunction. It was later determined that a video connection at the ccd camera interface circuit board was loose providing a weak signal and allowing the system to ramp up in output to compensate. The connection was secured and the system tracked to a typical output level. The system was returned to the. Although this malfunction would provide a higher than expected x ray dosage the output was below the federal limits.